Event description:
The pump set to deliver 100ml of a solution rate of 100ml/hr in a piggyback mode and reportedly "it was infused over 5 minutes". No further info was made available to MFR. No pt injury was reported.